Event description:
This report is in response to an FDA request for the reported user facility medwatch report. Question 1: no testing was performed as no devices were retained by the facility to evaluate. Question 2: the customer reported that upon breakdown of the equipment following use, it was noted that the water bottle had not been properly punctured. The system had been in use for 2 days and the pt had not humidity issues during that time. There was no pt injury. Further discussions determined that the hospital typically changes the water bottle 24 hours of use. This supports the facility speculation that the unpuncgtured bottle was the replacement bottle that was not set up properly, and the system had enough residual water from the first bottle to continue humidification to the patient until the equipment was removed. If the system had run out of water or not initially punctured during set-up, a low temperature alarm would have sounded on the heater, alerting the staff. Question 3: a copy of the label for the 381-50 is included with this response.

Event description:
A patient was placed on bubble CPAP. When the concha bottle was spiked, the bottom hole did not puncture, thereby bypassing the humidity to the patient. The defective concha bottle was not discovered until the ventilator circuit was stripped. The patient was on CPAP, continuous positive airway pressure, for two days and dryness was not an issue.